Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00817. The device was discarded by the hospital.

Event description:
The patient was undergoing a coil embolization procedure in the ovarian vein using ruby coils. During the procedure, while attempting to advance two ruby coils through a non-penumbra microcatheter, the physician experienced resistance and the ruby coils were unable to advance through the microcatheter; therefore, they were removed. The procedure was successfully completed using a new ruby coil. There was no report of an adverse effect to the patient.